Event description:
During a laparoscopic nissen procedure, the device was scissoring clips with and without tension on the cystic duct. A new device was opened and case completed without further incident. There was no patient consequence. One device discarded.